Event description:
Various components (bulb syringe, suction tubing and graduate pitcher) were indented into foam tray causing item to stick to tray resulting in foam particles sticking to component or in loose foam particles.

Manufacturer narrative:
Deroyal: the sample is not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.